Event description:
It was reported that during a shoulder arthroscopy, the spider was not holding position. The procedure was completed with a backup device with no delay or patient injury reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3,h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and it was noted that the large arm was missing one of it¿s two stickers. The unit was received in a pressurized state. The customer footswitch, battery and battery charger were included. A functional evaluation was performed. The customer battery was noted to be completely depleted when received. A known good test battery was utilized for initial testing. The customer footswitch was used for testing. The unit passed the 30 pound weight test. The piston migration was at 1.32 inches. The customer battery was charged with the customer battery charger overnight. The customer charger charged the customer battery as designed. The customer battery was then utilized for a second round of functional testing. The unit passed all tests with the customer battery. The unit was left pressurized for 4 hours. The unit passed all functional tests. The complaint of ¿not holding¿ was not confirmed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. It is also recommended that the instructions for use be reviewed regarding depressurizing the spider 2 for storage to prevent the premature deterioration of the seals. A complaint history review found related failures. No containment or corrective actions are recommended at this time.